Event description:
Boston scientific crm received information that, during an implant procedure, this right ventricular (rv) lead had a pacing impedance measurement greater than 2500 ohms. The lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The lead was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic visual inspection noted blood in the helix housing and bunching of the inner polyurethane insulation in several locations. Laboratory testing was unable to reproduce the reported observation of high impedance, and the blood in the helix housing and insulation bunching are unlikely to have contributed to the observation.